Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Troubleshooting for pump exposed to fluid was performed. The customer's blood glucose level was 141 mg/dl at the time of the incident. The customer reported that the type of fluid/moisture exposure to the insulin pump was river water. The customer stated that the insulin pump was vibrating without an alarm or alert. It was also reported that the display went blank immediately after exposure to water. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unable to verify audio/vibrate anomaly/absence of alarm due to blank display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.